Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and released in the patient's laa successfully. Approximately 3 hours post-procedure, a pericardial effusion was noted. A pericardial window was performed to successfully resolve the effusion. The patient was doing well and has been discharged.